Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message and low readings issue was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. Customer was able to obtain readings from the adc device after an unknown amount of time and received lover values when compared to competitor brand meter. As a result, customer experienced asymptomatic hypoglycemia and was unable to self-treat, requiring third-party administration of juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message and low readings issue was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. Customer was able to obtain readings from the adc device after an unknown amount of time and received lover values when compared to competitor brand meter. As a result, customer experienced asymptomatic hypoglycemia and was unable to self-treat, requiring third-party administration of juice for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message and low readings issue was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. Customer was able to obtain readings from the adc device after an unknown amount of time and received lover values when compared to competitor brand meter. As a result, customer experienced asymptomatic hypoglycemia and was unable to self-treat, requiring third-party administration of juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.